Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10e13075 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis. During a call to baxter customer service a nurse reported that on an unspecified date the patient experienced a break in aseptic technique described as the patient did not cap off to go to the bathroom and laid the line on the bed. The nurse reported that on (B)(6) 2011 the patient experienced peritonitis and was hospitalized on the same day. The treatment during the hospitalization was not reported. The nurse stated that the patient was recovering. On an unspecified date the dianeal therapy was stopped. The nurse stated the peritonitis was due to the break in aseptic technique and both events were unrelated to the dianeal therapy.